Event description:
The user reported a battery failure. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.